Event description:
On (B)(6) 2021,infant's bed linens saturated from IV fluids. Loose connection found just below where filter connects to IV extension tubing. Connection tightened. When rechecked a few minutes later, there was still fluid leaking from site. Infant's uvl had +blood return and flushed easily. No harm noted from this incident. All IV tubing packages with lot numbers were saved. The week prior on (B)(6) 2021, the following was noted by nicu staff: IV tubing being used was leaking IV fluid where the smallbore tubing 0.2 micron filter screwed onto the smartsite extension set. IV fluid that had leaked from the site was removed and a moisture collecting device was placed under the site. 30 minutes later, this nurse checked the site and more IV fluid had leaked around the site. Also, the IV site on the pt was no longer functional possibly due to the IV fluid not infusing correctly. At this time, IV fluids had been infusing at 3ml/hr and antibiotics had just finished infusing. IV was discontinued. The IV tubing packages were not available at this time; the tubing setup was saved and returned to bd. Ref report: mw5102865. FDA safety report ID # (B)(4).